Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing separated from the adapter when connecting the q-syte to a syringe. The following information was provided by the initial reporter, translated from chinese: "in preparation for intravenous indwelling of the patient, when connecting the q-syte connector of the indwelling needle with a 10ml syringe, the connector will be directly detached from the syringe head, and will still be automatically detached when connecting in a rotating way. Then heparin cap was used for connecting infusion."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tubing separated from the adapter when connecting the q-syte to a syringe. The following information was provided by the initial reporter, translated from chinese: "in preparation for intravenous indwelling of the patient, when connecting the q-syte connector of the indwelling needle with a 10ml syringe, the connector will be directly detached from the syringe head, and will still be automatically detached when connecting in a rotating way. Then heparin cap was used for connecting infusion."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1258064. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.